Event description:
Hcp reported pt requiring increasing intrathecal baclofen doses to control spasms and then complained of fluid accumulation in pump pocket. Pt given abdominal binder to wear. Pa and lateral x-rays of spine raised a question regarding the connector at pump site. An indium study was done in which indium was injected into the pump and 72 hrs later it was still in the pump. A rotor study showed the pump to be fine when the pt was in surgery. A tear in the connection between the catheter and the pump was found and the catheter was replaced. The pt is reported to be doing fine. Pt still has some spasms, but improved from before the replacement surgery. Pt is also receiving physical therapy.